Manufacturer narrative:
It was reported that a patient was treated with a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and fractured and the filter struts were embedded in the wall of the inferior vena cava (ivc). Additional information indicated that a computed tomography scan, performed at an unknown time, reported fracture and embedment in the wall of the ivc. As a result, the patient has experienced emotional distress, mental anguish, anxiety and stress. The indication for the filter placement was reported as bilateral femoral vein clot with a high risk for pulmonary embolism. The filter was placed via the right common femoral vein and the filter was deployed below the level of the renal veins. There were no complications noted. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from medical records that the pre-operative diagnosis at filter placement was bilateral femoral vein clot with a high risk for pulmonary embolism (pe). A trapease filter was successfully deployed and there were no procedural complications noted. Additional information was received from a patient profile form (ppf) that a CT scan performed of the patient¿s trapease ivc filter reported fracture and embedment in the wall of the ivc. These injuries have caused emotional distress, mental anguish, anxiety and stress. Based on the additional information received, updates were made to the following sections: a2, a5, b3, b7, d4 & h4. No new patient or device codes. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Please note that the contact is not a medical professional but a more accurate choice is not available. Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient was treated with a trapease vena cava (ivc) filter which subsequently malfunctioned and caused injury, damage, including, but not limited to fracture of the filter struts and which were embedded in the wall of the ivc. The indication for filter placement is not available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage, including, but not limited to fracture of the filter struts and which were embedded in the wall of the ivc. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.